Event description:
It was reported that a one-link needlefree IV connector had an occlusion during infusion of a patient with an unknown drug. There was patient involvement; however, there was no patient injury, medical intervention, or adverse event associated with the report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Three companion samples were received and evaluated. Visual inspection found no defects. Functional testing was performed and the devices had satisfactory results. Pressure and clear passages tests were performed and the devices met specifications. The reported issue could not be confirmed. A review of all batch record documents for lot number ur12j09080 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual sample was not available; however, three companion samples were received for evaluation. Initial evaluation did not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.